Manufacturer narrative:
Initial h10/h11 submitted on 02/27/2020: 67 - the product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not be performed. This event is being assessed as reportable because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. New additional/corrected information (follow-up MDR #1): 4310 - intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis could not confirm/replicate the reported event. The electrical continuity test passed. The integrated energy cord was successfully connected to the iesu generator and recognized on which system arm the instrument was installed on. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Energy activation test was then conducted on the system. A wet paper towel was held between the grips and smoke appeared when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in-house testing. An electrode gap inspection was tested as an additional functional check and the electrode gap test passed. In addition, it was verified that the gap between grips was .003". Review of logs did not find any errors. The instrument was last used on january 23, 2020 on system sk1362. Logs showed only cut actions were performed. No energy activation events were recorded. Additional check: knife slot: 0.028" ¿ pass. Ceramic dot verification: pass. Performed grip force test on grips as additional testing, and it measured at 7.62 lbf in straight orientation, 7.08 lbf in yaw, and 7.2 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. This complaint remains reportable because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. Device expiration date for section d4 was left blank as this instrument is a single use instrument, which is tracked by the da vinci surgical system. This reported issue occurred on the instrument's first usage and, therefore, had not expired.

Event description:
Initial b5 submitted on 02/27/2020: it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a vessel sealer extend instrument had weak power and would not burn/seal at a normal pace/rate. The procedure was completed with no reported injury.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not be performed. This event is being assessed as reportable because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a vessel sealer extend instrument had weak power and would not burn/seal at a normal pace/rate. The procedure was completed with no reported injury.